Manufacturer narrative:
(B) (4). Conclusion: the reason of the orchestra plus crash couldn't be identified, despite analysis of the hardware. The reason of the discrepancy in (B) (4) data recorded in the implant (that caused the switch to standby mode), couldn't be identified. Most probably, a writing to implant operation ((B) (4) programming) was interrupted by the crash.

Event description:
The reported event occurred during the implant follow-up. During (B) (4) consultation, the programmer has rebooted, and the device has switched to standby mode.